Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2003, it was initially reported that the patient's pump was alarming in regards to a low reservoir. The patient was noted as suffering from various complications, and wanted to have the implant removed. The drug administered via the pump was morphine. A physician had given oral medication to the patient, however, the patient couldn't tolerate the medication well due to gerd and ibs. Later, on (B)(6) 2011, it was further reported that the patient's pump was inactive, and still implanted in the body. It was stated that a physician had instructed to leave the pump in unless it brought on adverse issues. The patient was having pain in her abdomen; and reported noise was coming from the pump. A physician had indicated that the pump was flipped. The patient would like to have the pump explanted. Additional information has been requested, but was not available as of the date of this report.